Manufacturer narrative:
Device codes: 3190 not labeled. Internal file number - (B)(4). Evaluation summary: a visual inspection was performed on the returned device. The turntrac was returned to the returned goods lab inside the trek balloon catheter. The coils were separated from the proximal adhesive transition. Follow-up with the site was performed which identified the turntrac buddy wire had been used with another balloon to retrieve the trek back in the guideliner. No additional information was provided regarding the separated coils. A review of the electronic lot history record (elhr) and similar incident query for this product was not performed since the lot and part numbers were not reported. The investigation determined the noted difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI # could not be reported as the part and lot numbers were not provided.

Event description:
***Subsequent to the initial report, additional information was received. Follow-up with the site was performed which revealed that the trek was retrieved with the turntrac buddy wire and another balloon and pulled back in the guideliner. No additional information was provided regarding the separated coils.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 3.5 x 20 mm trek balloon catheter was filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat an unspecified coronary artery. A 3.5 x 20 mm trek balloon catheter was used; however, the balloon failed to deflate and the device separated during removal. Therefore, a buddy wire and another unspecified balloon catheter were used to remove the separated portion and remove it inside a guide liner. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Analysis of the returned device revealed that an unspecified turntrac guide wire was returned inside the trek balloon catheter. The coils were separated from the proximal adhesive transition.